Event description:
It was reported that the patient had an MRI and felt like the stimulator shifted under the skin. Stimulation was currently off and wanted to turn stimulation on. The patient was successfully able to turn stimulation on.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# va06urz, implanted: 2013 (B)(6); product type lead. (B)(4).